Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6)2024 that the patient encountered infusion set tubing was tangled. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.